Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem -cassette not attached properly- error was duplicated and verified when a disposable cassette was used during testing. Event history log was reviewed and the error was found multiple times. Dso (downstream occlusion) sensor was inoperable and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette will not properly attach error. No patient was involved in this event. No adverse effects were reported.